Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the mobile system: within 10 minutes: hi (greater than 600 mg/dl) and 116 mg/dl. And within 10 minutes: 481 mg/dl, 210 mg/dl, 152 mg/dl, and 177 mg/dl. No adverse event reported. Return of suspect device was requested and replacement was sent.